Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that one day post implant, this cardiac resynchronization therapy defibrillator (crt-d) and the chronic implantable defibrillation lead, exhibited high out of range shock impedance measurements. The vector was reprogrammed to proximal coil to can which yielded acceptable measurements. No adverse patient effects were reported.